Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navipro guidewire was used during an endoscopic ultrasound (eus) with fine needle aspiration (fna) procedure. According to the complainant, during the procedure, when the guidewire was removed through the cannula, the guidewire coiled up and would not pass through the cannula. As the physician tried to pull the guidewire harder, the distal part of the guidewire detached inside the patient. An attempt was made to retrieve the detached portion but was unsuccessful. It was reported that the patient did not have pancreatic exacerbation. The patient will be rescheduled for surgery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.